Event description:
The customer states that a panel ID with cap survey and one patient sample resulted negative on one provue and positive on a second provue with the antibody identification test. No erroneous or incorrect results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and adjusted the gripper fine alignment for the centrifuge. The fe performed all checks and adjustments per service manual. The fe also performed diagnostics to verify proper operation of the provue. Repairs have returned this instrument to expected operation. (B)(4).